Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 412.812s, lot: l300887: manufacturing site: grenchen, release to warehouse date: 16. Feb.2017, expiry date: 01. Feb.2027: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the complaint condition can be confirmed. Microscopic investigation shows that the locking thread is slightly damaged at its very upper pitch. Therefore, the outer diameter of screw head is smaller than when released after manufacturing process. Also damages / plastically deformation identified at the star-drive recess clearly indicates exceeding applied mechanical force while insertion. Due to the deformation / damage, it is not possible to measure the dimension / shape of the locking threads. Therefore, we classify this as handling error while insertion. Further we have to assume that the plate in question, which was not received for investigation may also have a damaged (enlarged) hole which allowed to pass the screws in question through it. Also, here, exceeding applied force while insertion can cause such effects. Functional test: as result of the damaged thread, no functional test is possible. The damages confirm the reported problem. Because of the damage at the upper pitch, it is possible to pass the screw through the hole of the plate. Dimensional inspection: not possible to measure the dimension of the thread due to the damages. Document/specification review: not required as user error was identified as root cause for the reported problem. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Additional device product code: hrs. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent open reduction internal fixation (orif) for radial head fracture with lcp (locking compression plate) radial head plate. During the surgery, when the surgeon tried to insert a locking screw into the plate, the screw could not be locked on the screw hole and passed through it. Another screw was tried to be inserted into the same screw hole, but the same event occurred again. The plate was fixed to the bone without inserting a screw into the affected screw hole. The surgery was completed with 30 minutes delay. There was no adverse consequence to the patient. This report is for one (1) 2.4mm ti locking scr slf-tpng with stardrive recess 12mm. This is report 3 of 3 for (B)(4).